Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test alarm. Customer¿s blood glucose level was 160 mg/dl. Customer were able to clear the alarm. Customer stated that the insulin pump did not require rewind. Customer was advised the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement and self test. No failed self test alarm noted. (B)(4).